Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the swivel lock having both lateral and rotational movement while in the locked position; in addition to residue buildup. New components were added to replace worn starburst teeth and base casing. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the lock was loose while in the locked position.